Event description:
It was reported that a user removed an empty cartridge and tubing before initiating the rewind step during a supply change and called to confirm safe continuation, with the patient already disconnected and no force applied to the cartridge. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and completion of troubleshooting and user education. Investigation included telephone-based assessment and review of the supply change procedure. Investigation of this case revealed user technique error during the cartridge change process, with the device functioning as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect supply change steps, mitigated by education on proper rewinding before cartridge removal.